Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient hardware failure on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined.